Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture with "fluid", swelling and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Patient reported right side rupture with "fluid", swelling and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional confirmed. Device remains implanted.

Event description:
Healthcare professional additionally confirmed capsular contraction baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., e.3, g.1, h.3., h.6.